Event description:
During the evaluation of the device at the factory authorized service center, the trilogy evo device was discovered to have a ventilator inoperative error code in the device's event log. The device's system board was replaced to address the issue. Additionally, the device's muffler and filter were found to be dirty and were replaced.